Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient told the doctor she had urinary retention when stimulation was on. The rep reported that they planned to reprogram the patient at the next visit in (B)(6). The issue wasn't resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the urinary retention when stimulation was on was not determined. No further complications were reported.